Event description:
It was reported that the procedure was postponed. The patient presented with coronary atherosclerosis. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotapro was selected for percutaneous transluminal coronary angioplasty (ptca). During procedure, the rotapro was intended for plaque modification, but the catheter failed to cross the lesion and device malfunction occurred. The procedure was postponed for alternative planning. There was no patient complications reported.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device did not identify any damages or defects. Inspection of the device after destructive testing found that the ultem was melted. No sign of saline use was present and the driveshaft within the ultem was unable to be removed due to the severity of the melt present. The rotapro system was connected to the rotapro control console system. The device stalled and would not run. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected.

Event description:
It was reported that the procedure was postponed. The patient presented with coronary atherosclerosis. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.50mm rotapro was selected for percutaneous transluminal coronary angioplasty (ptca). During procedure, the rotapro was intended for plaque modification, but the catheter failed to cross the lesion and device malfunction occurred. The procedure was postponed for alternative planning. There was no patient complications reported.